Manufacturer narrative:
Draeger service inspected the affected vista monitor and identified that the issue was related to the failed mainboard. The customer decided to scrap, rather than repair, the device. There was no patient injury reported. Additional information was requested from the customer regarding this issue. A service report was not available since the customer decided to discard the monitor. Additionally, due to the customer's decision to scrap the device, an investigation into the cause of the mainboard failure was not performed by a service engineer. The customer stated that preventative maintenance was always performed by the customer themselves, but they were unable to provide information on when the last preventative maintenance was performed. The interruption in patient monitoring, the time from which the vista xl stopped working to when a new monitor was swapped in as a replacement, lasted one to two minutes. The customer confirmed that there were no negative affects to the patient as a result of the device issue. The instructions for use (IFU) instructs the user that safety checks, verification, calibration, and maintenance should be performed at least every two years by properly trained personnel. The user is warned that failure to follow the service instructions may compromise patient or caregiver safety and/or lead to device failure. The unexpected circuit malfunction error that occurred during patient monitoring was confirmed to be a result of a failed mainboard. However, due to the limited information made available through this investigation, a specific root cause for the mainboard failure could not be confirmed.

Event description:
It was reported that the vista xl monitor had a mainboard failure error and stopped displaying patient vital information while the device was in use and the patient was under anesthesia. The vista xl monitor was swapped out and as a result there was an interruption to patient monitoring. In this case there was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the vista xl monitor had a mainboard failure error and stopped displaying patient vital information while the device was in use and the patient was under anesthesia. The vista xl monitor was swapped out and as a result there was an interruption to patient monitoring. In this case there was no report of adverse patient impact.